Event description:
The customer reported via phone call that the esc button was unresponsive on the insulin pump. Pump was not bumped or dropped. Customer stated that the pump might have been exposed to moisture or sweat. Customer was advised to revert to a back-up plan.